Event description:
The customer stated that during testing, the device had a low leak co2 rebreathing risk alarm. The system was not in clinical use; there was no reported harm to patient/user. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue gas delivery system module was replaced by asp. The unit passed performance specification testing after repair and prior to returning to service. The investigation concludes that no further action is required at this time.